Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys total psa immunoassay on a cobas 8000 e 602 module. The sample initially resulted with a total psa value of 0.21 ng/ml and this value was reported outside of the laboratory to a physician. The result was considered abnormal, so the sample was repeated. The sample was repeated twice, resulting with values of 7.81 ng/ml and 7.8 ng/ml. Another sample from the patient kept in another department, resulted with a total psa value of 7.8 ng/ml. It was asked, but it is not known if this sample was another tube from the same sample collection as the complained sample or if this was a different sample collection. The total psa reagent lot number and expiration date were requested, but not provided.